Manufacturer narrative:
The pt remains on support with the replacement pump, the MFR is attempting to acquire the explanted device for further eval. No further info is available at this time. A supplemental report bill be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. Approx 14 months post-implant, the cardiologist reported that the pt was admitted to a local hosp where changes were noted in pump parameters (reduced flow from pump and low flow alarms were present) and pt condition. Further details were not provided. The pt was then transferred to the implanting ctr, where she was diagnosed with pump thrombus and the pump was subsequently exchanged.